Manufacturer narrative:
Event site name: (B)(6) hospital. Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint (B)(4).

Event description:
It was reported that while attempting to insert an intra-aortic balloon (iab), the tip of the sheath became frayed, making it impossible to insert the sheath. The hospital staff decided to use a thermos 8f sheath, after successfully inserting the thermos sheath, they were unable to advance the catheter beyond the abdominal artery. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.